Manufacturer narrative:
This report is submitted on march 14, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery during an abutment change (date not reported). The implanted device remains.